Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm, on the home choice (hc) unit. The problem was noted during use, with the patient connected in drain 6 of 7, with drain volume equals 873ml. It was unknown for how long the hc was in use before the problem was noted. The technical service representative (tsr) had the home patient (hp) check for kinks, closed clamps, fibrin, and no problem was found. The hp had the drain bag in a bin, checked to see if line was kinked, but no problem was found. The hp said there are big bubbles in the patient line. The tsr assisted the hp to end the therapy, advised the hp to let their registered nurse (rn) know about the air in pt line. There was patient involvement however there was no patient injury or medical intervention, associated with this event.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The low drain volume alarm is confirmed due to the air in the patient line described by the home patient, which is a known cause of the alarm. The root cause is undetermined. The lot number is unknown; therefore, a batch review cannot be performed. This issue is being investigated through CAPA.